Event description:
It was reported that a user experienced difficulty scanning a newly applied third-party cgm sensor with their phone, resulting in a scan failure that impeded glucose data acquisition. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health status and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that a device use issue related to the mobile device was resolved by restarting the phone, after which the sensor scanned successfully. It was concluded that the event was attributable to user interface or connectivity behavior of the mobile device, and normal function resumed after the restart.